Manufacturer narrative:
The email received for the (B)(4) study indicated that during index procedure the patient had a peri-procedural myocardial infarction (mi). The patient is a 45 year-old man with a history of an mi with pci in 2007 involving the target vessel, diabetes, chf, dyslipidemia, family history of coronary artery disease, hypertension and current smoking who presented with non-st elevation myocardial infarction (mi) on (B)(6) 2010, braunwald class iic angina, an 80% in-stent restenosis in the distal left anterior descending artery (lad), an 80% in-stent restenosis in the mid lad, an 85% in-stent restenosis in the proximal lad and a lesion in the proximal right coronary artery (rca). Three days later the patient underwent the index procedure with treatment of three target lesions and one non-target lesion. The first target lesion in the distal lad was treated with present balloon angioplasty, placement of one cypher (cxs33275/ lot 15107327) study stent and post-stent balloon angioplasty. The site reported a 10% final residual in-lesion stenosis with no dissection and timi 3 flow. The second target lesion in the mid lad was treated with pre-stent balloon angioplasty, placement of one cypher (cxs33300/ lot 15090606) study stent and post-stent balloon angioplasty. The site reported a 10% final residual in-lesion stenosis with no dissection and timi 3 flow. The third lesion in the proximal lad was treated with present balloon angioplasty, two overlapping cypher (cxs33300/ lot 15107361 and cxs13300/ lot 15087071) study stents and post-stent balloon angioplasty. The site reported a 10% final residual in-lesion stenosis with no dissection and timi 3 flow. The non-target lesion in the proximal rca was treated with one non-study des (promus). The site reported a 10% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. Pre-procedure on (B)(6) 2010 at 15:10, the ck was 71 (nl 397, ratio <1), the ckmb was 1.43 (nl 6.30, ratio <1) and the troponin-I was 0.32 (nl 0.5, ratio <1). Post-procedure on (B)(6) 2010 at 05:08, the ck was 108 (ratio <1), the ckmb was 5.17 (ratio <1) and the troponin-I was 2.55 (ratio 5.1). On (B)(6) 2010 at 11:25, the ck was 105 (ratio <1), the ckmb was 4.60 (ratio <1) and the troponin-I was 4.30 (ratio 8.6). The ECG core lab reported no new st-t abnormalities and no new q waves. This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. There were no post-procedure complications and the patient was discharged the next day on dual anti-platelet therapy. The cec adjudication committee reviewed the information and agreed that the patient had suffered a peri procedural mi related to the procedure and the cordis product. The cypher stents remain implanted thus unavailable for analysis. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the event. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Please note that this medwatch report represents one of four products involved with this event which is associated with mfg. Report # 3003742446-2012-00358, 3003742446-2012-00359, 3003742446-2012-00360, and 3003742446-2012-00361.

Event description:
The email received for the (B)(4) study indicated that during index procedure the patient had a peri-procedural myocardial infarction (mi). The patient is a (B)(6) man with a history of an mi with pci in 2007 involving the target vessel, diabetes, chf, dyslipidemia, family history of coronary artery disease, hypertension and current smoking who presented with non-st elevation myocardial infarction (mi) on (B)(6), 2010, braunwald class iic angina, an 80% in-stent restenosis in the distal left anterior descending artery (lad), an 80% in-stent restenosis in the mid lad, an 85% in-stent restenosis in the proximal lad and a lesion in the proximal right coronary artery (rca). Three days later the patient underwent the index procedure with treatment of three target lesions and one non-target lesion. The first target lesion in the distal lad was treated with present balloon angioplasty, placement of one (B)(4) study stent and post-stent balloon angioplasty. The site reported a 10% final residual in-lesion stenosis with no dissection and timi 3 flow. The second target lesion in the mid lad was treated with pre-stent balloon angioplasty, placement of one (B)(4) study stent and post-stent balloon angioplasty. The site reported a 10% final residual in-lesion stenosis with no dissection and timi 3 flow. The third lesion in the proximal lad was treated with present balloon angioplasty, two overlapping (B)(4) study stents and post-stent balloon angioplasty.

Manufacturer narrative:
The site reported a 10% final residual in-lesion stenosis with no dissection and timi 3 flow. The non-target lesion in the proximal rca was treated with one non-study des (promus). The site reported a 10% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. There were no post-procedure complications and the patient was discharged the next day on dual anti-platelet therapy. The cec adjudication committee reviewed the information and agreed that the patient had suffered a peri procedural mi related to the procedure and the cordis product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of four products involved with this event which is associated with mfg. Report # 3003742446-2012-00358, 3003742446-2012-00359, 3003742446-2012-00360, and 3003742446-2012-00361.